Manufacturer narrative:
(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. At this time the suspect device has not been evaluated by vyaire medical, therefore no root cause can be determined.

Event description:
The customer reported that the device started giving low volumes and circuit disconnect issues on the vela ventilator. The customer confirmed that there was no patient involvement that was associated with the reported event.